Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed with hardware low level failures. The customer's blood glucose level was 111 mg/dl at the time of the incident. The customer was able to complete pump rewind. The customer received multiple hardware low level failures alarms while running self test. The insulin pump will not be returned for analysis.